Event description:
Reporter stated that they received a recall letter that included a list of affected lot numbers, and they identified that two of their libre 3 sensors matched the affected lots instead. The reporter also noted an additional third sensor, not associated with the listed lot numbers, that was providing very high glucose readings. Reference report# mw5180677, mw5180679.